Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Allergy to metals ("nickel allergy"). Allergy to metals (seriousness criterion medically significant). The reporter provided no causality assessment for allergy to metals with essure. Most recent follow-up information incorporated above includes: on 30-mar-2017: event device allergy updated to nickel allergy. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) surgically removed because it started to inflame (both sides). She also had nickel allergy (previously reported as allergic reaction to the device). These events are anticipated according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Persons allergic to nickel titanium may suffer an allergic reaction to the micro-insert. In this particular case, consumer had nickel allergy. Considering device removal was required; causality between the reported events and the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was performed as events treatment. According to product technical complaint investigation, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow-up received on 12-apr-2016: no answer was received to follow-up attempts. Nca reference number is (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-apr-2016 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) surgically removed because it started to inflame (both sides). She was thinking of an allergic reaction to the device. These events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Persons allergic to nickel titanium may suffer an allergic reaction to the micro-insert. In this particular case, minimal information was provided. Nevertheless, considering device removal was required; causality between the reported events and the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was performed as events treatment. According to product technical complaint investigation, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer in (B)(6) on 11-nov-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that consumer had essure implanted, but it started to inflame (both sides) and had to be removed surgically. She would like to know of which material the coils are made, because she was thinking of an allergic reaction. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event (s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) surgically removed because it started to inflame (both sides). She was thinking of an allergic reaction to the device. These events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Persons allergic to nickel titanium may suffer an allergic reaction to the micro-insert. In this particular case, minimal information was provided. Nevertheless, considering device removal was required; causality between the reported events and the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was performed as events treatment. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information is expected.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event (s) and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) surgically removed because it started to inflame (both sides). She was thinking of an allergic reaction to the device. These events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Persons allergic to nickel titanium may suffer an allergic reaction to the micro-insert. In this particular case, minimal information was provided. Nevertheless, considering device removal was required; causality between the reported events and the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was performed as events treatment. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information is expected.